Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the patient's implantable cardioverter defibrillator (ICD) shocked them eighteen times due to the use of cautery and no magnet. As well, the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered due to ventricular oversensing, high rate non sustained episodes and ventricular tachycardia non sustained episodes. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.